Manufacturer narrative:
Additional, changed, and/or corrected data: d.4;

Event description:
Patient reported "suspected" right side rupture. Healthcare professional later confirmed right side rupture and reported "unknown lump in the breast". Healthcare professional also reported "non-toxic simply thyroid nodules", which is not device-related. Device has been explanted and replaced.

Event description:
Patient reported "suspected" right side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "suspected" rupture.

Manufacturer narrative:
Correction to b.5., d.6b., h.6. In the initial emdr: device remained implanted at the time of initial emdr submission and an explant date in the future was submitted. The device has now been confirmed to be explanted. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, b6, d1, d2, d3, d4, d6a, d6b, g1, g2, g4, h4, h6.

Event description:
Healthcare professional later confirmed right side rupture and reported "unknown lump in the breast". Healthcare professional also reported "non-toxic simply thyroid nodules", which is not device-related. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: lump/nodule and other-medical: unable to observe as it is not related to the device. Rupture: not observed openings during the analysis. Additional observations: observed deformation on the device. No further actions are required as the device was implanted.

Event description:
Patient reported "suspected" right side rupture. Healthcare professional later confirmed right side rupture and reported "unknown lump in the breast". Healthcare professional also reported "non-toxic simply thyroid nodules", which is not device-related. Device has been explanted and replaced.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified, rupture: not observed. Lump/nodule/other: unable to observe, since it is not related to the device. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Patient reported, "suspected" right side rupture. Healthcare professional, later confirmed, right side rupture. And reported, "unknown lump in the breast". Healthcare professional, also reported, "non-toxic simply thyroid nodules". Which is not device-related. Device has been explanted and replaced.